Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in to the patient's right eye (od) and there was an incident of refractive surprise. It is suspected the lens was rotated but it has not yet been confirmed. The lens remains implanted.

Manufacturer narrative:
This device is manufactured in the u.s. But is not marketed in the u.s. Event date: unk. Implant date: unk. Explant date: n/a. (B)(4). Device evaluated by the manufacturer? No. Lens remains implanted. Conclusion: (no conclusion can be drawn) based on the complaint history, a specific root cause of the event could not be determined. (B)(4). Lens implanted.